Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient began experiencing severe low back pain last month. Upon device interrogation, no issues or impedances were noted, and the patient was feeling the stimulation in appropriate areas. The patient has a history of bilateral severe facet osteoarthritis at l4-5 and l5-s1. The ins is on the right, and the lead is on the left. The pain is worse on the right. Stimulation had been off for about 3 weeks, but pain has not substantially changed. The physician does not believe the device is contributing to the pain.

Event description:
It was reported that a patient began experiencing severe low back pain last month. Upon device interrogation, no issues or impedances were noted, and the patient was feeling the stimulation in appropriate areas. The patient has a history of bilateral severe facet osteoarthritis at l4-5 and l5-s1. The ins is on the right, and the lead is on the left. The pain is worse on the right. Stimulation had been off for about 3 weeks, but pain has not substantially changed. The physician does not believe the device is contributing to the pain.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to discomfort and pain which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.